Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd nexiva catheter frayed. The following information was provided by the initial reporter: "9/22 email: one of our techs was starting an 18g on a patient and when she went to insert the needle she could tell something was immediately wrong and the patient had a lot of pain. She took the needle and catheter out right away and saw the end of the IV catheter was all frayed.